Manufacturer narrative:
Stryker informed the customer that due to the age of their device it is no longer serviceable and advised the customer to remove it from service. The device was not returned to stryker and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.